Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this during the implant of this pacemaker, deflections on the right atrial (ra) channel were noted, as well as decreased p wave measurements. It was initially thought to be undersensed premature atrial contractions (pacs) or atrial fibrillation (af). However, it was later noted that the deflections were air bubbles, but were not being sensed by the device. The device was checked after the procedure and no noise was noted and the lead measurements were good. No adverse patient effects were reported. The device remains in service.